Event description:
It was reported that during an unspecified surgical procedure, the motor device was "overheating." There were no delays to the planned surgical procedure. A spare device was available for use. There were no patient or user injuries, medical intervention or prolonged hospitalization reported. The date of the event was unknown to the reporter. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: device evaluation: the actual sample was returned for evaluation. Reliability engineering evaluated the device. A functional assessment revealed that the motor was overheating. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be excessive force during use and mis-handling. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.